Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07531. Follow-up revealed an impedance check revealed invalid impedances but no further intervention is planned at this point. The patient will pursue different methods of pain management.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report #: 1627487-2015-07531.follow-up revealed the patient underwent surgical intervention on (B)(6) 2016 to address the issue. During the surgery, it was noted the leads were kinked. As a result, the leads were explanted and replaced with a single lead (different model). The issue was resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07531. It was reported the patient could no longer receive effective stimulation from the two 3146 leads. X-rays were taken but the results are not available. Programming could not provide resolution. Further intervention will be discussed with the doctor.